Event description:
It was reported that a system error 2367(resume error, critical error found) occurred on a homechoice device. This event occurred prior to therapy and the patient was not connected. It was reported that they had used an incorrect stop, go, and open door sequence during setup. The alarm was cleared by cycling the power on the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. It was reported that an incorrect sequence of stop, go, and open door was used during setup, which is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide leads the user through the proper setup sequence. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.